Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 2.50x16mm taxus express2 drug eluting stent (des) had been advanced to the proximal left anterior descending artery, but was unable to cross the lesion. The physician removed the des and found that the end of the strut was "flared". There were no patient complications reported and the patient's current condition is listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.